Event description:
It was reported by the customer that their insulin pump was alarming button error and the keypad was unresponsive. Customer also stated they do not recall any significant events that lead to the damage or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 223 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the device had intermittent button response due to moisture damage keypad traces. The unit was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip, and scratched reservoir tube window.